Event description:
A dental professional was positioning a pelton and crane dental light for use when the dental light rear arm unscrewed from the light arm adapter causing the light to fall. The light handle hit the patient on their face causing a contusion underneath the patient's left eye. There were no serious injuries reported.

Manufacturer narrative:
The light arm and head assembly were received back for evaluation however the mating pole was not returned. After visual inspection the adaptor showed damage to the upper portion of the adaptor but the source of the damage is unknown. We have requested the mating pole back for evaluation however the mating pole as delivered with the original device is not in use. The origin and specification of the mating pole in use is unconfirmed and at this point the customer is unwilling to return it to pelton and crane. It is unknown if the damage noted above was introduced or aggravated as a result of the mating pole being used from an unknown origin. The DHR was reviewed and all steps indicate "pass" without any abnormalities or repairs required.